Event description:
A 10cc blunt tip syringe was taken from the package, filled with medication and appears to have a small piece of plastic floating inside the barrel. The plunger was never disengaged from the barrel, so I suspect the syringe came from the manufacturer that way. The plastic piece is too big to have been drawn up through the blunt tip needle.